Event description:
It was reported that the infusion set fell off in the shower event occurred on (B)(6) 2025. The patient replaced the infusion set and resumed insulin delivery. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.